Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid contamination on the device. A review of the event history log revealed a 'high alarm displayed: pump stopped reminder'. Functional testing was able to verify the reported problem. It was determined that the root cause was due to the fluid ingression to the downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an infusion problem, and alarm. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.